Event description:
Patient reported obtaining back-to-back blood glucose results of 206 mg/dl and 95 mg/dl, while using the suspect device. Patient stated that additional back-to-back tests were performed a few days earlier with results of approximately 400 mg/dl and 170 mg/dl . Patient indicated that no action was taken based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.